Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height drawers 2.1 and 2.2 shown disconnected and no lights on. A field service engineer powered down the station and performed voltage checks on the drawer controllers. Drawer 2.1 controller board measured zero volts, indicating failure. The drawer controller was replaced however, after powering the station back on, the drawer lights remained off. The station was powered off again, and the module board for drawer 2.2 was replaced. After power was restored, the drawer passed all testing in hardware test application (hta) and verified functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, storage space failed with multiple doors and devices were not detected on the bus. Doors could not be opened, and the device did not recover even after a reboot. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.